Manufacturer narrative:
H3, h6: it was reported that after a total hip arthrplasty had been performed on an unknown date, patient experienced periprosthetic femoral fracture after a fall, but with intact prosthesis material. This adverse event was addressed by performing a revision surgery due to the fracture morphology, in which the whole system was replaced. Patient's current health status is unknown. The device was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The complaint history review for the complaint device revealed no additional complaints for the affected batch nor additional complaints for the same product number over the past 12 months with similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed 03/21) states hip fracture resulting from a hip arthroplasty. There is a definitive clinical root cause, based on the information provided the patient¿s fall is the root cause for the periprosthetic femoral fracture and subsequent revision. The patient impact is determined to be the revision surgery and post operative convalescence period. The root cause of the event can be attributed to the user, specifically to the fall of the patient. There is no evidence that the reported devices failed to meet manufacturing specifications upon release for distribution. There is no need for further actions. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that after a tha had been performed on an unknown date, patient experienced dislocation and peri-prosthetic fracture. This adverse event was addressed by performing a revision surgery on (B)(6) 2024, in which the whole system was replaced. Patient's current health status is unknown.

Manufacturer narrative:
Internal reference number: (B)(4).

Manufacturer narrative:
D10 has been updated.

Event description:
It was reported that after a tha had been performed on an unknown date, patient experienced periprosthetic femoral fracture after a fall, but with intact prosthesis material. This adverse event was addressed by performing a revision surgery on (B)(6) 2024 due to the fracture morphology, in which the whole system was replaced. Patient's current health status is unknown.

Manufacturer narrative:
B4 has been updated.